Event description:
Caller reported the infusion set tubing has been becoming detached at the connector. No adverse event reported. The alleged infusion set has been discarded. No product return requested.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.